Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was boot looping with an error message stating "watchdog sleeping." Not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) was boot looping with an error message stating "watchdog sleeping." Not in patient use. Investigation summary: the complaint device was received. The unit was evaluated and the complaint was duplicated. The cause was circuit board and sd card failure. The issue was resolved through repair service. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/23/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 07/01/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 07/07/2025 emailed the bme for all information in the ni list above: no reply was received.